Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they have been having problems with ins. Caller said they had to "shut it off due to extreme pain" where ins is. Caller said this happened on the "9th" but that they did have pain after implant and then it "got a bit better" and has been "coming and going". Caller said it has gotten to a point "where I have it on I get pain and when I shut it off within a day or so the pain is gone". Caller said they have worked with hcp and tried different programs, but still experience the pain. Caller said they had an appointment with hcp on the 7th and the manufacturer representative (rep) was consulted during the appointment. Caller also mentioned that there have been times when they get a "burning feeling almost like it's burning me". Caller said they wonder if something is wrong with ins. Caller said hcp has checked their leads and that they "tested okay". Caller again said the "extreme pain" is where their ins is implanted. Caller said hcp mentioned changing out the device and putting a different one in and if that would "fix the problem". Caller also mentioned they don't like "having to pee all the time". Troubleshooting was unable to be performed as caller declined offer to assist in making adjustments. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). When asked to clarify something wrong with the device the hcp responded patient complaining of pain/burning to site when device is turned on. The issue was not caused by normal battery depletion. The cause of the device not working was unknown. The patient is scheduled for a removal with replacement with possible lead replacement on (B)(6) 2023. The cause of the burning feeling was unknown. The issue was not yet resolved.